Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer also reported that she visited the emergency room customer's blood glucose was 1200-1300 mg/dl. Customer stated that she passed out and was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer was back to stable after the hospitalization. Customer was also wearing the pump at the time of the incident.

Manufacturer narrative:
The insulin pump was received with intermittent express button due to flattened and creased dome switch. However, all operating currents are within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners, cracked display window, cracked battery tube threads, cracked reservoir tube lip, stripped battery cap coin slot and minor scratched lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test. No unlocked lcd keypad connector noted.